Manufacturer narrative:
The na electrode lot number was t49 with an expiration date of 17-dec-2024. The k electrode lot number was c98 with an expiration date of 21-dec-2024. The cl electrode lot number was p32 with an expiration date of 01-oct-2024. Qc recovery was within the assigned ranges. No indication of a performance issue with the reagent. Calibration for na, k, and cl was acceptable. The alarm trace showed a sample probe abnormal aspiration alarm around the time of the event. This is consistent with a poor sample quality. The field service engineer (fse) found that the vacuum waste valve was partially occluded. He disassembled and cleaned the vacuum waste supply valve. He also drained another valve. The fse then checked the tubing connections, the sample probe, and the syringes. He cleaned/flushed ise sipper flow path and performed ise reagent prime. Ise checks were performed and they were successful. Precision studies were performed and they were within specifications. The customer performed ise calibration and qc and they were acceptable. The cause was due to a partially occluded vacuum waste valve. The service actions (disassembling and cleaning the vacuum waste supply valve) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the following tests were affected: sodium (na), potassium (k) and chloride (cl). Na: initial result: 66.6 mmol/l. Repeat result: 131.2 mmol/l (tested on another cobas pro ise). K: initial result: 6.14 mmol/l. Repeat result: 4.67 mmol/l (tested on another cobas pro ise). Cl: initial result: 120 mmol/l. Repeat result: 91.8 mmol/l (tested on another cobas pro ise). The nurse questioned the initial results and the sample was then repeated. The repeat results were deemed to be correct.